Event description:
Additional information was received indicating that the lead was capped and replaced to resolve the event.

Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. Noise could be reproduced with provocative testing. Diagnostic imaging was performed but lead damage could not be confirmed. The patient was stable and will continue to be monitored. There were no adverse consequences.